Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had articulating problems. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm permanent cautery hook instrument be returned for failure analysis testing. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.